Manufacturer narrative:
Customer contact information: address line 2: (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the metal stiffener was difficult to remove from the catheter of an ultrathane mac-loc locking loop multipurpose drainage catheter. The drainage catheter was advanced to the target site for treatment of hydronephrosis. The metal stiffener could not be removed from the catheter. Therefore, the procedure was completed with a new drainage catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: on 05may2022, cook china received a complaint from a representative at the sinopharm group med-tech co, ltd, located in the city of shanghai, cn. During a hydronephrosis procedure, the ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-25-p-6s-clm-rh, lot number: 14337257) was placed. An unsuccessful attempt was made to remove the stiffening inner core. The procedure was completed using a new drainage catheter. The patient did not experience any adverse effects due to this occurrence. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU), manufacturing instructions and quality control procedures, as well as a visual inspection, functional test and dimensional verification of the returned device, were conducted during the investigation. One used device with the metal stiffening cannula fully inserted was returned for evaluation. Biological matter was found throughout the length of the device. The metal stiffener was confirmed to be stuck within the lumen of the catheter. The distal end of the catheter was manipulated and led to the release of the stiffener. No visible damage was noted to the stiffener or the catheter. A photo provided by the customer demonstrated the reported difficulty. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot 14337257 and related subassembly lots found one relevant nonconformance for ¿transition poor, stylet,¿ in which four devices were scrapped prior to further processing. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The product IFU, [t_multi2_rev1] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. Once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ evidence gathered from the review of the dmr, DHR and IFU suggest no evidence that the device was manufactured out of specification, or that there are nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure without a manufacturing or design deficiency contributed to the reported event. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.